Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable pulse generator (ipg) turned off on its own at least three times over the last three years, with one incident related to a low battery. Additionally, the patient experienced an "electric charge" sensation down the right side of the body, which became more frequent in the last week. A fall was reported a year ago, but no issues were noted at that time. The patient also reported that stimulation stopped, requiring manual reactivation. For both incidents the patient programmer was not near patient so no accidental powering off would have occurred. An impedance test was conducted, showing normal values, and there was no change in the recharge schedule. Technical services reviewed the situation to obtain further information and investigate recharge statistics to confirm any low battery incidents. It was noted that some programming changes were possibly made to adjust stimulation more up the lead for better control. It was confirmed no significant changes had been made to therapy over the last 4 years.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the issues wasn't determined. The patient used the programmer to turn therapy back on which resolved the issue.